Event description:
A customer reported an issue with the battery of their device. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up, and no additional corrective actions were taken due to the lack of information.